Event description:
The user facility reported that an employee was unloading their amsco 400 sterilizer the employee obtained a burn on their wrist. No medical treatment was sought or administered.

Manufacturer narrative:
A steris service technician was onsite conducting service on another unit when he was informed that an employee obtained a burn while unloading a rack from the sterilizer. The technician inspected the amsco 400 sterilizer and found the unit to be operating properly. No issues with the function or the operation of the sterilizer were identified, and the sterilizer was returned to service. The amsco 400 operator manual states (1-2), "warning - burn hazard: sterilizer, rack/shelves will be hot after cycle is run. Always wear protective gloves and apron when removing a processed load. Protective gloves and apron must be worn when reloading sterilizer following the previous operation." No additional issues have been reported.